Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. Spectranetics devices in use: glidelight laser sheath, lead locking device (lld). As the physician was using the 16f glidelight device on the lead approximately half way down the proximal coil, a superior vena cava (svc) tear was discovered. Rescue efforts were immediate, including sternotomy. The svc tear was successfully repaired, the rv lead was removed post sternotomy, and the patient survived the procedure.